Event description:
The technician alleged the ground resistance is out of range on the bed. No patient impact.

Manufacturer narrative:
The technician reported the power cord plug to resolve the issue.